Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for unspecified bacteria during a routine surveillance culturing test at the facility. Other detailed information such as type of the bacteria was not provided from the user facility but there was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. Olympus (B)(4) followed up with the user facility to obtain additional information. The user facility informed that the auxiliary channel of the subject device tested positive for moisissures(3cfh/100ml) and the instrument channel tested positive for unspecified gram positive bacteria(>100cfu/100ml) during the surveillance culturing tests by the user facility. It was also informed that the test results indicated no microbial growth for other channels of the subject device. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".